Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6253709; medical device expiration date: 01/31/2018; device manufacture date:09/09/2016; medical device lot #: 6253710; medical device expiration date:01/31/2018; device manufacture date:09/09/2016. " result: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for 95042 was not observed as all samples met specifications.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes were having erroneous result , no report of medical interventions or serious injury.